Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer glen called for help on 8100 unit has error "safety clamp close door" which is the ail sensor will have to be replace and if that does not resolve the issue then you have a bad logic board on unit. Customer will have unit sent in for services repair. (B)(4).